Event description:
In march 2003, the patient reportedly experienced an overly loud sensation followed by no sound. In march 2003, the patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was no longer functioning. Surgery to explant the device is to be scheduled.